Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion was noted at 39.5cm to 39.6cm from the distal tip consistent with lead friction to device can.

Event description:
This report is to advise of an event observed during analysis.